Manufacturer narrative:
Technician found that the head of bed located in facility's maintenance would not raise. The valve ((B)(4)) at the head up location on the hydraulic power unit was replaced to resolve this issue.

Event description:
Complaint alleged that the head of bed located in facilities maintenance would not raise.